Event description:
Incident as reported: "the trigger that is used to lock the graspers completely breaks off during the case, making it difficult to release the graspers from the tissue without prying the grasper apart. Stuck in lock position." "They had to pry the product apart. The grasper ripped the tissue of the gall bladder, which was then removed."

Manufacturer narrative:
Device is being returned for engineer evaluation. A follow-up report will be sent within 30 days or upon completion of investigation.